Event description:
It was reported that during an interventional stenting procedure in a moderately tortuous, eccentric, 99% restenosed, moderately calcified lesion in the mid left anterior descending artery, the trek rx 2.5 x 15 mm was advanced to the lesion and ruptured on the first inflation to 6 atmospheres. The device was removed from the patient anatomy and a non-abbott device was used successfully. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: asahi sion blue; guide cath: heartrail ii jl4. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue.